Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/5/2016. Additional information received 7/27/2016: the patient contacted animas and stated that they were hospitalized for 10 days while without pump and on their back-up plan because they were not getting enough insulin. Patient was misreading the insulin syringe and therefore, not giving enough insulin. Patient was in coma and had an esophageal tube placed for two days, had vomiting and a very low potassium. Patient also had a collapsed lung, and received breathing therapy due to pneumonia and coughing. Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: testing was unable to duplicate complaint of under responsive keypad. No evidence of moisture in battery compartment. Keypad cover is intact; all buttons responsive during investigation. Removed keypad cover; no contamination found under contacts. Unrelated to the complaint, the leak test failed due to battery compartment leak. Opened pump to inspect keypad flex; keypad flex found to be fully seated in connector with latch closed. No evidence of moisture found internally. The battery compartment is cracked at the threads to the left of the bumper and at case seal below the bumper; the display is dim/fading/pink.